Event description:
Additional information was received from a rep. The rep reported that the patient fell in (B)(6). It was reported that she had 2 contacts with high impedance at that time. It was reported that the patient's device was not working as well as it did. The rep completed connectivity and impedance check. There was a new contact with impedance over 40,000 ohms, totaling 3 contacts with impedance over 40,000. There were also 3 contacts that did not have connectivity to the battery. The patient denied any new falls since january. An x-ray was done and it was determined by a healthcare provider (hcp) that the patient could be flipping the battery. The hcp determined that the lead wires were twisted multiple times. The patient admitted that the battery could be moved in the pocket. It was also determined that the paddle lead had moved down one complete vertebral body from implant. The rep attempted to reprogram the device but was unsuccessful. The hcp planned to replace the entire system but surgery was not yet scheduled.

Manufacturer narrative:
Product ID 977c165. Serial# (B)(6). Implanted: (B)(6) 2019. Product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep met with the patient on (B)(6) 2021 and was able to reprogram. The rep stated that for now all is well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurosti mulator (ins) for spinal pain. It was reported that the patient had 2 programs going into power on reset (por). The patient had a fall. The rep did an impedance check and found that contacts 2 and 11 were over 40,000 ohms. Contact 7 had high impedances. The rep re programmed the device. The issue was not resolved at the time of the report. No symptoms were reported.